Event description:
Complainant alleged that the clinicians were attempting to monitor an obese pt, who was in cardiac arrest. During the event, pt CPR was performed. The medics were using stat pads multi-function electrodes (lot number unknown) with the device, but the device did not detect the pt's ECG rhythm. The medics then switched to three lead ECG cable and electrodes, and determined that the pt was presenting an asystole heart rhythm. The complainant indicated that when the malfunction occurred the device displayed a message "something about a pad failure", but the exact message was unable to be recalled. The pt subsequently expired. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. The stat pads multi-function electrode warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." In addition, the stat pads multi-function electrode package warns the user: "always apply electrodes to flat areas of skin. If possible, avoid folds of skin such as...those visible on obese individuals."